Manufacturer narrative:
It was reported to abbot that the patient presented to the ER with pain and an infection at the ipg which also moved up to the lead. The scs system was explanted to address the issue. It was also reported that patient was given medication to clear up any remaining infection. The infection has resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information indicates that the infection has now resolved.

Event description:
Related manufacturer report number: 1627487-2023-05745 it was reported that the patient originally presented to the ER with pain and an infection at the ipg which also moved up to the lead. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the scs system was explanted to address the issue. It was also reported that patient was given medication to clear up any remaining infection post-surgical intervention.

Manufacturer narrative:
Date of event is estimated.